Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. The event: cutting wire detached. The event: catheter torn. Visual evaluation of the returned device found that the cutting wire and the notch detached from the working length since the distal pierce hole was melted/torn approximately 6 mm. The detached cutting wire was attached proximally; only the distal end detached. The detached cutting wire was not broken. In addition, the working length of the device was twisted. Review and analysis of all available information indicated the most probable root cause for this event was operational context since procedural or anatomical factors could have affected the device integrity and its performance. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device failed to bow sufficiently to perform the sphincterotomy and then the cutting wire broke. No part of the device fell off into the patient the procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event is 30-day reportable based on the investigation finding that the catheter was torn.